Event description:
It was reported that the patient underwent a posterior lumbar fusion l3-l4 on (B) (6) 2009, using rhbmp-2/acs, morsellized laminar bone, and an interbody cage. Infuse was placed in the cage, anteriorly, and posteriorly. At 74 days post-op, the patient presented with left leg pain. Radiographs performed at that time indicated bone resorption. The patient underwent a revision surgery 201 days postop. The void was filled with cortical cancellous bone. There have been no further reported complications.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.